Event description:
Asr revision; asr hip resurfacing - left; reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op).

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, asr hip resurfacing - left, reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op). Update received: 17th april 2014 - amended implant date: (B)(6) 2008, added lot numbers to both products and advised cup remains in situ along with xl products as patient is resurfacing to xl patient, but there are no plans for the cup and xl products to be revised yet, so cup has now been marked as non-contributing implant not removed in complaint category - product related.